Event description:
A pk papyrus covered stent system was chosen for the treatment of a perforation in the mid lad which was later identified as pseudoaneurysm. The stent stripped off the balloon in the calcified vessel just before the defect. The dislodged stent could be implanted in place by using three different balloons. It was elected to deploy two overlapping des and covering the previously deployed pk papyrus stent. UDI (B)(4).

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both device and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.